Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with blank display due to moisture damage to electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify pump error 63 due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.